Manufacturer narrative:
A patient had an infectious abscess at the lead incision site was reported to abbott. The patient underwent surgical intervention, and the entire system was successfully explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 1627487-2024-07702. It was reported that patient had an infectious abscess at the lead incision site. Physician was unable to safely remove drg system on (B)(6) 2024 due to the drg lead being too deep to remove. Patient underwent another surgical intervention on (B)(6) 2024 during which the entire system was successfully explanted.

Manufacturer narrative:
Date of event is estimated.